Event description:
During a c3 - t1 posterior thoracic fusion procedure, the surgeon went to remove a 4.5 mm polyaxial screw and the head of the screw broke off at t1, left side, leaving the shaft in the pt's bone. Surgeon could not retrieve the shaft and the screw shaft remains in the pt. Surgeon extended the construct to t2 and completed the procedure.

Manufacturer narrative:
Additional information has been requested. Subject device not explanted. Unable to provide the date of manufacture as no device was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.